Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a maxforce biliary balloon dilator was used during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct (cbd) preformed on a (B)(6) male patient on (B)(6), 2011 (patient weight is unknown). According to the complaint, during the procedure, the maxforce balloon was placed in the cbd and inflated to 8 atm. When it reached 8atm the balloon burst. No pieces detached inside the patient. There were no sharp objects in the area of dilatation. The procedure was completed with another maxforce balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual examination of the returned device found no damage to the catheter of the device. However, the functional test revealed a pinhole in the balloon material. The investigation results are not consistent with the event description. The reported defect of balloon burst was not confirmed, as a pinhole was noted to the balloon. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a maxforce biliary balloon dilator was used during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct (cbd) preformed on a (B)(6) male patient on (B)(6) 2011 (patient weight is unknown). According to the complaint, during the procedure, the maxforce balloon was placed in the cbd and inflated to 8 atm. When it reached 8atm the balloon burst. No pieces detached inside the patient. There were no sharp objects in the area of dilatation. The procedure was completed with another maxforce balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination of the returned device found a slight kink in the catheter of the device. Also through a functional test the investigation revealed a pinhole in the balloon material. The investigation results are not consistent with the event description. The reported defect of balloon burst was not confirmed, as a pinhole was noted to the balloon. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.a review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a maxforce biliary balloon dilator was used during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct (cbd) preformed on a (B)(6) male patient on (B)(6) 2011 (patient weight is unknown). According to the complaint, during the procedure, the maxforce balloon was placed in the cbd and inflated to 8 atm. When it reached 8atm the balloon burst. No pieces detached inside the patient. There were no sharp objects in the area of dilatation. The procedure was completed with another maxforce balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient weight is unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.